Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(4), ubd 2017-11-05, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-nov-2018 from a healthcare professional (hcp) via a company representative who reported that the patient¿s medical history included pancreatitis and morbid obesity. The device system was delivering morphine (10 mg/ml at 0.7 mg/day). The patient was taken to surgery on (B)(6) 2018 and the catheter was found to be fractured within the pump pocket. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the ¿pump flipping within the pocket, likely due to morbid obesity¿. The pump was in the luq (left upper quadrant) and had been flipping resulting in kinking the pump segment of the catheter. The pump segment of the catheter was removed and replaced. The patient was now receiving effective therapy. No diagnostics and/or troubleshooting were performed. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pump was flipping in the pocket. It was noted that patient non-compliance contributed to the issue. It was unknown what troubleshooting or diagnostics were performed. The patient was scheduled to have a pocket revision on (B)(6) 2018 and possibly a catheter replacement. The issue was not resolved and the patient's status was "alive; no injury". No further issues were reported or anticipated.